Event description:
It was reported that the customer experienced 2 occurrences of unexplained high blood glucose levels. The customer's mother stated that the issues were resolved by infusion set changes and that there was an absence of no delivery alarm both times. She also noted that the insulin pump alarmed no delivery on 2 separate occasions as well, and these were resolved by an infusion set change. She reported that a correction bolus was given to the customer, but the blood glucose levels did not go down. The blood glucose reading was 253 mg/dl. She also stated that she was having to change the infusion sets more often. During swimming, the infusion sets fell out; she did not observe any no delivery alarms. The caller advised that disconnecting and reconnecting the infusion set did not resolve the no delivery alarm; she changed the infusion set and noted that the customer's blood glucose reading did lower. Advised to monitor the device and to call back if needed. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.